Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2248146-2015-01027 also involved the iab catheter in this event which was not previously reported on MDR. As a result, this case is being reopened and reported now. There was a reported death that was not attributed to the device. The customer reported that the patient had a avr+CABG x4, replacement of ascending ao for dissection (acute), and cardiogenic shock. During intra-aortic balloon (iab) therapy, there was rupture of the iab. The iab was changed over guide wire with no problems. The patient still experienced cardiogenic shock unrelated to iab. The patient expired on (B)(6) 2015.